Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during the initial drain. Gts explained that the hc detected that a large amount of air had entered into the disposable set. Gts had the patient cycle power and advised therapy had ended and that they would need to start over with new supplies. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; therefore, the assignable cause was not determined. A batch review was not performed, as the lot information was not provided. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).